Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a non-penumbra microcatheter. During the procedure, it was reported that the ruby coil would not deploy. It is unknown how the procedure was completed or if there was any adverse effect to the patient.